Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. Technical services provided the healthcare professional with programming options. This pacemaker remains in service. No adverse patient effects were reported.